Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the issue. Based on the results of the investigation, the most probable cause of the complaint was component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device cable had a failed the leak test. There was no patient involvement.